Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to reseat the interconnect cable. The system was found to be working as intended. The system was put back into service.

Event description:
It was reported the system failed to boot up. This resulted in loss of imaging functionality. There is no report of death or serious injury.